Event description:
It was reported that during the procedure, the pacemaker exhibited header connection problem. The pacemaker was replaced, and the procedure continued with the new pacemaker on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
It was reported that during the procedure, the pacemaker exhibited header connection problem and high pacing impedance. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance and header connection problem were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Impedance test performed with various test loads revealed no anomalies. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.